Event description:
A surgeon reports that an intraocular lens (iol) was damaged in the cartridge on the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Add'l info has been requested.